Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error 356.6710. There was no patient involvement.

Event description:
It was reported that the device had channel error 356.6710. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c0201, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of channel error 356.6710 was confirmed. Received on 05-may-2025, syringe device was received unboxed and with paperwork. Error code 356.6710 appeared at power up due to a faulty fpc cable. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the fpc cable. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.